Event description:
Customer called after hours and left voice message. Summit pipettor was put out of use after it pipette a htlv plate (B)(4) with no sample no reagent in well (B)(6) and did not generate an error. Tech invalidated the well. No erroneous results reported from the event. Customer requested service. Issue started on: (B)(6) 2013. Frequency: once. Error occurred during: no error. Was any action performed which could lead to the error: no. Other error code: none. Other relevant details: none. Trace/log files from instrumentation: none. A service order was created and the customer stopped using summit until the unit could be serviced. Detail any maintenance: not provided.

Manufacturer narrative:
Customer letter (cl05-179) was sent 11/2/2005 to all customers to inform them of an issue when using ortho summit sample handling system for microplate antibody screening tests. Ocd received increased reports of sample not being dispensed during the pipetting of a plate, in some cases; the appropriate error code was not generated. This increase in no sample no error (nsne) events was observed primarily during the pipetting of microplate antibody screening tests. The customer was instructed to refer to the ortho sample handling system user¿s guide recommendation to visually inspecting each plate during pipetting for proper delivery of sample and ensure that they follow the existing instructions documented in the guide. (B)(4).